Event description:
It was reported that a patient presented in-clinic for an initial implant procedure. During procedure it was noted that the left-ventricular (lv) lead exhibited failure to capture. As a resolution the lv lead was not implanted on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual examination and x-ray examinations of the lead did not find any anomalies.